Event description:
It was reported in (B)(6)2024 that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode due to t-wave oversensing. Technical services (ts) reviewed available device data, noting a couple additional untreated episodes, dating back to 2020, due to morphology changes that led to double and triple counting. Ts discussed troubleshooting and programming options. The s-ICD remains in service, and no adverse effects were reported. Additional information received in september 2025 indicates this s-ICD delivered an inappropriate shock due to t-wave oversensing during aberrant conduction. The patient was seen in clinic, and automatic set up was performed. Both primary and secondary vectors were deemed suitable, and the device chose secondary vector. Provocative maneuvers were performed in secondary in different positions and looked good. Ts was consulted and agreed that noise in secondary appears well discriminated, with amplitudes of good size. Additional programming options were discussed, and no further assistance was required. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.